Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 contained foreign matter. The following information was provided by the initial reporter: "foreign matter on the needle".

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2103420. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, a small black dot on the cannula surface can be observed. A root cause could not be determined without the actual sample.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 contained foreign matter. The following information was provided by the initial reporter: "foreign matter on the needle".